Event description:
A customer technical advocate (cta) was contacted with regard to a hemoglobin result on a pt that was generated using a cell-dyn 1700 analyzer. A hgb=7.3 g/dl was obtained with no flags or error messages generated except for flags indicating that the hemoglobin result was outside the established range. The technician operating the cd1700 questioned the result because the pt was tested routinely and historically did not run that low. The sample was repeated using a sysmax analyzer with a hgb=10.0 g/dl result. The result from the sysmax was reported. A sample from a lab technician was also tested on the cd1700 with a hgb=10.5 g/dl results and repeated on the sysmax with a hgb=13.5 g/dl result. No impact to pt management was reported.